Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had the atrial port plugged and appears that the right ventricular lead distail coil is picking up atrial activity. There are more than two seconds pauses. Programming an procedural options were discussed. The crt-d remains in service. No additional adverse patient effects were reported.